Event description:
According to the reporter, during vaginal delivery, the patient had a bleed. The staff opened the ligasure device but it would not work and did not activate when connected to the generator. The patient bled out and was now deceased.